Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hcv ii results for 1 patient sample on a cobas e 801 analytical unit. On (B)(6) 2026, the anti-hcv result was 20.9 coi (reactive). The patient went to another laboratory for testing and received an anti-hcv result of non-reactive. The exact date of testing was not provided. On (B)(6) 2026, the patient had another anti-hcv test performed the result was 19.9 coi (reactive). The sample was sent for confirmation testing at another laboratory using elfa methodology and the result was 0.05 coi (non-reactive).